Event description:
It was reported by the patient¿s mother that on (B)(6), 2026, the patient experienced elevated blood glucose levels after approximately 36-48 hours of pod wear on the back and did not decrease despite multiple correction bolus doses. No specific blood glucose value was provided. The mother reported detecting the smell of insulin when touching around the pod area, indicating a potential insulin leak. The patient developed symptoms including vomiting, nausea, weakness, headache, eye redness, coldness, large ketones, and dehydration, prompting the mother to seek medical attention. The patient was subsequently admitted to the hospital with a diagnosis of diabetic ketoacidosis. Treatment during hospitalization included intravenous insulin and fluids. The patient remained hospitalized for approximately two days and was discharged on (B)(6), 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s921usqs5czc1 hardware: sm-s921u cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.